Event description:
It was reported to philips that the movements of the allura device were unavailable. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnosis procedure when the issue occurred. The procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement was only partly available. Review of the system log file showed that a c-arc movement problem due to the current error of power amplifier (mvr) overcurrent. Upon further inspection, the fse found that the issue with the rotational and angular movements of the frontal arm were unavailable due to spc8 in the l-arm was faulty. The fse replaced the spc8 (mvr high power board). After replacement of the spc8, the system was returned to use in good working order. The codes were updated based on the investigation outcome.